Manufacturer narrative:
It is not clear at this point if the device is available for investigation as the customer has been non responsive. Without the device it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow-up report will be filed. Since a lot number has been provided the device history records were reviewed and they confirmed that this device conformed to the required specifications prior to distribution. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The customer reported that the pump does not appear to be functioning properly.